Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued e1 (facility name): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported rupture diagnosed by MRI. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: no observed on the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side rupture diagnosed by MRI. Device has been explanted and replaced with non-allergan device.